Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer blood glucose level was 784 mg/dl and 28 mg/dl. Customer other relevant blood glucose level was 352 mg/dl. Customer also stated that the they were not able to remove the battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with stripped battery cap(p) coin slot.